Event description:
In (B)(6) 2011, the patient underwent another spinal fusion surgery, using rhbmp-2/acs. Patient's pains continued increasing following the second surgery. He attempted therapy and pain management to lessen his discomfort; however, he continued to live in constant pain from the surgeries. The patient had trouble swallowing, breathing, constant neck and head pain, and a constant ringing in his ears.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation.